Event description:
The pt had a history of intractable seizures since age 5 and enrolled in a physician sponsored ide study entitled a trail of stimulation of the anterior nucleus of the thalamus for the treatment of intractable epilepsy. The pt was undergoing surgical placement of bilateral model 3387 leads. When the lead was introduced on the right, copious amounts of blood came up through the burr hole and the pt was found to have sustained a subdural hemmorrhage, presumably due to laceration of a superficial vein. CT the next day demonstrated edema and a right frontal contusion. Following evacuation of the subdural hematoma, and transportation of the neurological critical care unit, the pt was initially alert and oriented, and following commands, but with a left hemiparesis. Level of responsiveness fluctuated, but the following indicates how the pt responded when at best level. Two days later, the pt was noted to be lethargic and weaker on the left side. The pt was intubated, MRI showed right frontal contusion, hemorrhage, and edema. For the next two days, the pt was following commands but moved less on the left side. Six days later, there was no movement on the left side. Ten days later, pt opened eyes spontaneously in the morning, and seemed improved. Later that day, level of consciousness deteriorated, pt's right pupil became 6mm, fixed and eliptoid. CT scan showed increased edema, increased hemorrhagic conversion in the right frontotemporal region, uncal herniation, and brain stem distortion. The pt was taken to the operating room and a right frontal resection performed. Since then pt's level of responsiveness has improved to what it was prior to surgery. Pt followed commands using the right side when at the best level of responsiveness. Pt is plegic on the left side. Five days later, pt's eyes were open spontaneously. Follow up calls for more recent info on pt outcome have been made but not returned at this time. A follow up report will be submitted when further info is received.